Event description:
It was reported that the cannula detached from the syringe during procedure. The surgeon removed the cannula from the patient's eye and a back up ocucoat system from the same lot was used to complete the procedure successfully. There was no report of injury to the patient.

Manufacturer narrative:
The device was not returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.